Event description:
Additional information was received that the atrial lead exhibited noise. No further information was provided on the right ventricular (rv) lead. The patient was stable.

Manufacturer narrative:
The reported event was ¿leads exhibited an unspecified product performance issue¿. As received, a complete lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted due to procedural damage. Visual and xray inspection of the lead did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: updating h6 and h11 to reflect procedural damage. The reported event was ¿leads exhibited an unspecified product performance issue¿. As received, a complete lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted due to procedural damage. Visual and x ¿ ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the right ventricular and atrial leads exhibited an unspecified product performance issue. They were explanted and successfully replaced. No further information was provided.